Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 9.4 cm abdominal aortic aneurysm. The vessel morphology was reported as mild tortuosity and moderate calcification with a shelf of calcium in the aortic neck. The aortic neck was 35 mm long, 24 mm in diameter at the renal arteries and 38 mm in diameter at 15 mm below the renal artery. It was reported that the final angiogram showed a proximal type I endoleak. The physician commented that the cause of the endoleak was due to the shelf of calcium. The physician elected to place an aortic cuff, which caused the endoleak to decrease; however, there was still a slight endoleak at the end of the case. The physician has elected to monitor the pt and not intervene further. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Intervention required. Endoleak. Calcium shelf in the aortic neck.